Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when there was difficulties removing the device following stent deployment. It was reported that the balloon was difficult to remove due to heavy calcification. The lesion being treated was a moderately-severely calcified lesion with 99% stenosis and a timi 1 flow located in the distal right coronary artery (rca). The distal rca had been previously treated approximately 1 to 2 years earlier with atherectomy and stenting. Three attempts were made to prepare the vessel using laser atherectomy and balloon angioplasty using two non-medtronic 2.0 x 20 mm balloons, and an nc euphora 2.5 x 20 mm balloon. Initial treatment was performed via right radial access, then converted to right femoral access to continue the intervention. The vessel was rencanulated followed by additional balloon dilatation with four non-medtronic balloo ns and one nc euphora 2.0 x 12 mm balloon. A 2.75 x 38 mm onyx frontier stent was successfully deployed in the distal rca and inflated at 20 atm for 6 seconds. A second 3.0 x 38 mm stent was then positioned proximally and deployed and inflated to 20 atm for 7 seconds, it was reported that everything went well. Immediately after deployment of the proximal stent, it was reported that there was a balloon rupture concurrent with a brief power interruption in the procedure room, which required a system reboot. Visualization of the balloon markers was limited during this time. Once restored, the delivery system was withdrawn; however, resistance was encountered and it is believed that the balloon became caught on heavy calcification within the vessel. The catheter was removed incompletely, with a portion of the balloon reported to have separated near the right iliac/common femoral sheath region. Vascular surgery was required to assist with retrieval. Under fluoroscopic guidance, local anesthesia, and surgical exposure of the right groin access site, the puncture site was extended medially and laterally, and sharp and blunt dissection was carried down through the subcutaneous tissues to the level of the right femoral sheath. The balloon tip was not immediately visualized directly. Using a curved catheter, the retained catheter/balloon tip was grasped and successfully removed from the femoral sheath and subcutaneous tissues. After retrieval, no residual balloon tip was visualized under fluoroscopy. Follow-up angiography demonstrated a patent right common femoral artery with brisk flow and no evidence of dissection or perforation. Following sheath removal, an 8f vascular closure device was used in the right common femoral artery, and the incision was closed in layers. Final angiographic review of the rca showed timi 3 flow. The patient remained stable and was discharged home two days later. No further patient complications were reported as a result of the event.